Event description:
It was reported that (B)(6) did one stage revision due to intraop cultures from index surgery.

Manufacturer narrative:
The following other hip devices were also listed in this report: mod con dist stem 16 x 155 mm; cat# 6276-7-016; lot # caxp568d; 25mm mod rev hip bdy/blt +10mm component level (B)(4); cat# 6276-1-125; lot # 45008601; delta v-40 ceramic head 36/+7,5; cat# 6570-0-736; lot # 45353701; primary tritanium hemi cluster hole cup 58mm; cat# 502-03-58f; lot # mhht6m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that dr. (B)(6) did one stage revision due to intraop cultures from index surgery.